Event description:
The customer was hospitalized with low bgs. Their doctor believes the incident was caused by a change in their basal rates. Technician assisted customer with changing the basal rate to the ones recommended by the dr. Advise to callback if they would like to test the pump.